Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve had exhibited regurgitation after an implant duration of 10 months. The patient reported experiencing fatigue, shortness of breath, and difficulty completing exercise as a result and had also noted not feeling the same as prior to valve implantation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6 regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve had exhibited regurgitation after an implant duration of 10 months. The patient reported ongoing leakage in the valve, experiencing fatigue, shortness of breath, and difficulty completing exercise as a result and had also noted not feeling the same as prior to valve implantation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve had exhibited regurgitation after an implant duration of 10 months. The patient reported ongoing leakage in the valve, experiencing fatigue, shortness of breath, and difficulty completing exercise as a result and had also noted not feeling the same as prior to valve implantation. On follow-up visits the cardiologist had heard valve leaking sounds confirmed by echo. Tee confirmed that one of the three leaflets was ballooning outward causing insufficiency. No vegetation, implant damage, or thrombosis was observed. Per additional information received, at an implant duration of (1) one year the patient was evaluated by their physician and then placed under consideration for a valve-in-valve procedure due to aortic regurgitation. After an implant duration of one (1) year, two (2) months the tavr procedure was performed with a 26mm 9750tfx transcatheter valve and concluded with excellent result. The mean gradient was 2mmhg with no residual pvl. The patient was headed to recovery post procedure with expectation of discharge from the hospital the following day.

Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve had exhibited regurgitation after an implant duration of 10 months. The patient reported ongoing leakage in the valve, experiencing fatigue, shortness of breath, and difficulty completing exercise as a result and had also noted not feeling the same as prior to valve implantation. Per additional information received, at an implant duration of (1) one year the patient was evaluated by their physician and then placed under consideration for a valve-in-valve procedure due to aortic regurgitation.

Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve had exhibited regurgitation after an implant duration of 10 months. The patient reported ongoing leakage in the valve, experiencing fatigue, shortness of breath, and difficulty completing exercise as a result and had also noted not feeling the same as prior to valve implantation. On follow-up visits the cardiologist had heard valve leaking sounds confirmed by echo. Tee confirmed that one of the three leaflets was ballooning outward causing insufficiency. No vegetation, implant damage, or thrombosis was observed. Per additional information received, at an implant duration of (1) one year the patient was evaluated by their physician and then placed under consideration for a valve-in-valve procedure due to aortic regurgitation.